Event description:
The physician "(B) (6)." Was using the resector scope during a surgical procedure on a pt. He received a slight shock which burned his finger tip slightly. There was no harm to the surgical pt. The biomedical department representative examined this equipment and determined: "we found that the activation wire on the snare hand piece was charred and the hand piece itself had a burn bubble on the part of the interface block where the hand piece plugs into the esu via the accessory cable and also the plug in point of the activation wire.